Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that the stimulator was explanted on (B)(6) 2020 due to infection. No device issues reported.